Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the valve of the blunt tip trocar was found to be broken prior to insertion into the patients abdomen. A new trocar was replaced for use. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual and functional inspection of the instrument by the pmv investigator noted that the valve seal was not intact and the locking collar functioned properly. Engineering verified the main seal was observed to be out of position. Valve door on the assembly was stuck. The main seal was removed and the valve door was out of the position to pivot properly. The valve door was disengaged from the unit pivot mechanism. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Subsequently, a review of the device complaint history did not display an increased trend. Improper removal from the cannula can create the condition on the unit. The valve door becomes stuck during the removal of instruments through the trocar, disengaging the door of it pivoting area. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.